Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. During troubleshooting with tandem technical support, the pump was reset. Following this, pump time was found to be incorrect. Pump time was then corrected and insulin therapy successfully resumed. There was no adverse impact to customer's blood glucose level.